Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a patient reported developing an infection due to her infusion set on (B)(6) 2011. She experienced fever, she was hurting and sore, and she had flu like symptoms. She was also red across her abdomen and breast. The patient's doctor had her take rocephin shots and after the shots she was to take omnicef. The medtronic infusion set mentioned in the event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).